Manufacturer narrative:
(B)(4). The insulin pump passed the sleep current measurement, active current measurement, and the displacement test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the adapt graph and confirmed power loss and low battery alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. The pump alarmed hardware low level failures during the self-test and hardware low level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly. The insulin pump was received with missing serial number label, scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm and replace battery alarm. Customer received low battery alarm prior to replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.